Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) cs300 intra-aortic balloon pump (iabp) fiber optic test could not be performed. Upon investigation it was found that the fiber optic assembly connector was damaged. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10 a getinge field service engineer (fse) (fse) was dispatched to investigate it was found that fiber optic assembly connector was damaged. It was resolved by replacing fiber optic assembly (0997-00-1161). Unit was released to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a broken fiber optic connector.